Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique prior to an ablation procedure. Reportedly, during pre-close, the footplate was opened and the feet placed against the vessel wall; however, the plunger would no go all the way down and was stuck. The device was manipulated with the feet opened and closed, the plunger attempted to be pushed and pulled out. After many attempts, the plunger was pulled out with no suture attached. The sutures of two new proglide devices were successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint reviews were not performed because the device was not returned, and the lot number was not reported. Corrective and preventive actions review was performed and revealed no indication of a product quality issue. The root cause of the reported difficulty is based on the circumstances of the procedure. In this case, based on the information reviewed it is possible a needle deflection occurred driving a needle into the foot or to the side of the cuff preventing the plunger from full compression against the handle. When this occurs, the needle can become wedged and or the needle shank bent inhibiting easy removal. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: primary UDI number - a partial UDI was provided as the lot number is not known. D4, h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned.